Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a manufacturing representative reported the patient did not have any symptoms. There was no patient death and the patient had recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative reported that during an implantable neurostimulator (ins) replacement surgery, high impedances were measured after the new ins was connected. The ins was being replaced due to normal end of service (eos). The manufacturing representative got an open on all electrode combinations except 0-1. The ins was replaced and impedances were normal except for electrode three on the left and 11 on the right were open. The health care provider (hcp) tried removing the extensions and placing them back in the ins, cleaning the extensions, and rotating the extension. The cause of the open circuits was not determined. The open on electrode three resolved, but the open on electrode 11 remained after the ins pocket was closed. No further actions or interventions were taken. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.